Event description:
The service report shows the customer reported that the 840 ventilator shut down when placed on a patient. The patient was not harmed or injured as a result of the event. The cse inspected the device and replaced the power supply. The unit passed extended self testing.